Event description:
It was reported that during inspection conducted by a manufacturer field service technician the external fresh water hose was burnt. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
The field service technician replaced the fresh water hose and returned the unit to service.